Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 the patient's wife reported that the patient had a bloody skin irritation under the rear therapy electrodes due to rubbing of the device as well as sores resembling "mosquito bites" near his spine. It was reported that a nurse had placed bandages over the affected area. The area was reported to be healing. During a follow up on (B)(6) 2016, the patient's wife that the condition had greatly improved.